Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked, the battery cap was unable to properly secure to the pump, the yellow o-ring of the battery cap was visible and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01 -oct-2018 with the following findings: during investigation, there were multiple unexplained reboot events are observed in the black box. Battery compartment is cracked at threads on the side. Returned battery cap¿s threads are stripped, the cap was unable to fit to maintain electrical connection. The reported ¿power¿ complaint is duplicated. Test battery cap was used and was able to fit to maintain electrical connection. No further power interruption occurred during the investigation. The pump¿s cover was removed, no intermittent condition was found to the power printed circuit board.